Event description:
It was reported that the device was losing air pressure. The event did not occur during surgery. There was no patient involvement. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign country: united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h3; h4; h6 the event is confirmed. Review of the most recent repair record determined the unit was losing air pressure; out of calibration, control bar out of position, and the needle bearing, e-ring, and reciprocating arm were corroded. The machined head, pin, e-ring, reciprocating arm, thickness control shaft, and various bearings were replaced, the control bar was repositioned, and the device was recalibrated and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.